Manufacturer narrative:
See b5 and h6 for additional information.

Event description:
It was reported that the patient required hospitalization for 1 day due to diabetic ketoacidosis (dka). Although she was administering correction boluses, her blood glucose levels were not decreasing and were 18 mmol/l (324 mg/dl). She also changed her pods, but the ketones continued to rise (up to 2.3 mmol/l (41 mg/dl)). She felt nausea and fatigue. Additionally, it was reported that the cannula was found bent when removed from the infusion site. Treatment included intravenous zofran and IV fluids. The patient was discharged after 1 day, and the pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported bent cannula along with hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient required hospitalization for 1 day due to diabetic ketoacidosis (dka). Although she was administering correction boluses, her blood glucose levels were not decreasing and were 18 mmol/l (324 mg/dl). She also changed her pods, but the ketones continued to rise (up to 2.3 mmol/l (41 mg/dl)). She felt nausea and fatigue. Additionally, it was reported that the cannula was found bent when removed from the infusion site. Additional information regarding the incident was solicited but is unavailable. If additional information is provided and/or results from return product analysis investigation becomes available, a follow up report will be submitted.